Event description:
It is reported that during implant, the lead would not hold its position in the right atrium. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; it was observed the proximal conductor is distorted and blood is in/on the helix mechanism; full lead analyzed.